Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4: a partial UDI was provided as the lot number is not known. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure using three proglide devices relative to an unspecified procedure. Reportedly, unspecified failures occurred with the three proglide devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture detachment could not be tested as the suture was not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to suture separation include, but are not limited to, interaction with patient anatomy or suture pulled until it breaks, user error or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D4 correction: lot number updated from unknown to 3061641. D9 correction: device available for evaluation updated from no to yes. E1 correction: first, last name updated from fabio heim to unk enderle. H6correction: medical device problem code 3190 removed and 1562 added.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the suture came loose after pulling the plunger (step 3) of the first and second proglide devices, cuff miss occurred. A third proglide device was attempted; however, the knot tore out of the vessel under proper use of the device. The sheath remained a 6f and the pta procedure was completed. Hemostasis was achieved via surgical suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.